Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial #(B)(4)) over temperature warming was confirmed during slew rate test. The thermogard ivtm system was evaluated at customer site by a zoll service representative and the console's slew rate test (cooling to heating) took 18 minutes on the first test and 19 minutes on the second. The cooling to heating manufacturing specification is between 15 to 16 minutes. The root cause found was due to a defective compressor in which likely attributed to normal wear and tear. The thermogard ivtm system was manufactured in june 2012 and it is over 7 years old, well past its serviceable life of 5 years. No physical damage was observed on the thermogard ivtm system during visual inspection. Initial functional testing on the themogard ivtm system pass but failed the slew rate test, thus confirming the reported complaint. To remedy the temperature issue, the compressor was replaced. After part replacement, the system was re-evaluated and passed all the functional tests including the slew rate test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard ivtm system (serial #(B)(4)) was set to re-warm the patient to a temperature of 36°c but over-warmed it's temperature target range of 36.9°c. No patient consequence was reported.